Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was known when the foreign material adhered to the endoscope. The endoscope was not used for the procedure with the foreign material attached.

Event description:
The customer reported to olympus, the tip of the cleaning brush was stuck inside the forceps channel of the gastrointestinal videoscope. The issue was found during reprocessing after inspection. The device was returned and an evaluation revealed presence of foreign material inside the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The intended procedure was diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer was aware of the presence of foreign material. The endoscope was not used for any procedure with foreign material attached to it. An evaluation of the returned device confirmed the customer allegation. There were few additional findings. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a crack and white clouded area. Adhesive around objective lens was peeled and had white clouded area. Adhesives around light guide lens had white-clouded area. Forceps channel port was shaved. Connecting tube, channel tube and bending section cover had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.